Event description:
It was reported that the atrial lead exhibited high capture thresholds. On (B)(6) 2013 fluoroscopy revealed that the lead had dislodged. Repositioning of the lead was difficult due to the lead was -chained- in the superior vena cava so the procedure was interrupted. The device was programmed to vvi mode with right ventricular pacing only.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.